Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 the biometric identifier was not functioning properly. The user stated that most of the time the fingerprint scanner would not light up to scan fingerprints, and they were required to reboot the station each time to get it working. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bioid scanner on the station was not working. A field service engineer after reseating all individual components and adjusting power management settings in device manager, none of the universal serial bus (usb) ports on the belkin five port pci adapter functioned reliably. To isolate the issue, the lumidigm biometric identifier (bio ID) was tested using a spare usb port on the pike motherboard. The device worked consistently when connected directly to the motherboard, confirming that the belkin pci adapter was faulty. Since the current hardware setup does not require the failed usb expansion card, the system operates successfully without it. All troubleshooting was performed on end-of-life hardware, including a windows 7 operating system, pike motherboard, belkin usb hub, and first generation lumidigm bio ID. The system functioned as intended after the field service engineer repaired the device.